Event description:
A customer reported a lower reading on their adc meter compared to and hcp meter. The customer obtained 108mg/dl on the adc meter and had symptoms of dizziness and feeling "sick.' A reading of 356mg/dl was obtained on the hcp meter and the customer was administered insulin (dose and type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial or lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips were reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs freedom meter, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lower reading on their adc meter compared to and hcp meter. The customer obtained 108mg/dl on the adc meter and had symptoms of dizziness and feeling "sick.' A reading of 356mg/dl was obtained on the hcp meter and the customer was administered insulin (dose and type unknown) for treatment. There was no report of death or permanent injury associated with this event.